Manufacturer narrative:
(B)(4). Age was not provided. Device has not been returned to manufacture. Product no returned to manufacturer.

Event description:
It was reported that the bar fractured and a remake is requested.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. The following sections have been updated: date of this report, date received by manufacturer, added device manufacture date, added follow up type, added evaluation codes.